Manufacturer narrative:
A complaint investigation was conducted for the architect c16000, serial number (B)(6) to address the customer¿s observation of falsely elevated results. The customer service representative reviewed the instrument logs and recommended the customer wash the cuvettes with detergent a. The customer washed the cuvettes and the issue was resolved. The cuvette pair replacement set (09d33-03) was determined to be the cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending did not identify any trends regarding the event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was found to be adequate for the complaint issue. Based on our investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated total bilirubin results generated on the architect c16000 instrument for one patient. The following data was provided: sid (B)(6) initial total bilirubin result was 280.84 umol/l, repeated 71 umol/l. The sample was tested on mindray platform and the result was 66.0 umol/l. No impact to patient management was reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated total bilirubin results generated on the architect (B)(6) instrument for one patient. The following data was provided: (B)(6) initial total bilirubin result was 280.84 umol/l, repeated 71 umol/l. The sample was tested on mindray platform and the result was 66.0 umol/l. No impact to patient management was reported.